Manufacturer narrative:
Patient information cannot be provided due to personal data privacy legislation/policy. If implanted, give date: not applicable, as lens was removed/replaced during the same procedure. If explanted, give date: not applicable, as lens was removed/replaced during the same procedure. Initial reporter: telephone number: (B)(6). The device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. Based on the manufacturing records review, and historical complaint review, there is no indication of a product malfunction or product quality deficiency. No nonconformity report, documentation or labeling changes, and escalations are required. As a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the posterior capsule ruptured as the haptic of the intraocular lens (iol) touched the posterior capsule while the surgeon was adjusting the axis in the patient¿s operative eye. The fully inserted iol was removed during the same procedure. It was replaced with a competitor's lens. There was no delay in treatment and no other intervention was required. The patient had no issues post-operation. No further information was provided.

Manufacturer narrative:
Section d9: device available for evaluation: yes. Date returned to manufacturer: jan 12, 2023. Section h3: device returned to manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint handpiece was received with the plunger rod fully advanced. No issues with the handpiece could be observed. Visual inspection under magnification revealed that the complaint lens was received cut and coated in viscoelastic residue. The lens was cleaned and, no further issues could be observed. Conclusion: based on complaint investigation results, there is no indication of a product malfunction or product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.